Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify failed battery test alert due to blank display. Pump received with flattened (escape and act ) button dome switch.

Event description:
The customer reported via phone call that insulin pump buttons are acting up. The customer had a black circle on status screen. Customer¿s blood glucose level of unknown. The customer states the insulin pump received failed battery alarm. The insulin pump will be returned for analysis.